Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon eval, the electrode belt interface receptacle on the monitor was defective causing intermittent check therapy pad messages. The cause for the defective electrode belt receptacle cannot be positively determined. No adverse event resulted from the defective receptacle. The pt was issued a replacement monitor.

Event description:
A pt service representative (psr) contacted zoll customer support while assisting an (B)(6) male pt to report that the pt is receiving constant check therapy pad messages. The psr was unable to troubleshoot the problem. The pt was issued a replacement monitor and electrode belt.